Event description:
During a cardiomems implant procedure the patient experienced hemoptysis. The procedure had been completed with no complications to report. Patient was intubated and placed in the ICU. The bleeding stopped without any further intervention and the patient was to be discharged on (B)(6) 2022. The physician was unable to confirm the cause of the hemoptysis.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.